Event description:
Patient was brought to the lab to try to remove a clot from his lower extremity. Access was obtained via the access in the venous system in the foot. Once access was obtained the device was advanced through the vein to the site of the clot. Several attempts were made to advance the catheter to the site of the clot. At that point the md attempted to remove the trellis device (catheter) and it was stuck in the vein like a spasm. The tip fractured and the body of the device came out. Md used a snare to remove the tip of the trellis device. Once the tip was out the physician opened a new device and completed the procedure with no further issues.======================manufacturer response for peripheral infusion system, trellis (per site reporter).======================company representative was present during procedure.